Manufacturer narrative:
Updated: b5, b7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed as standard for the implanting physician.  Subsequently, the valve was deployed at 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A post-implant balloon dilation was performed, during which premature ventricular contractions were occurred. As a result, the valve dislodged to a depth of -40 on both the ncc and lcc. A second valve was implanted in the patient. Additional information was received that a non-medtronic (savvy) guidewire was used for the procedure. The deployment starting point was mid pigtail catheter. The direction of dislodgement was aortic. A post-implant balloon dilation was performed to reduce the gradient and expand the valve. Additional information was received that the initial transcatheter valve was implanted in the native annulus. The mean gradient after the first valve was implanted was 12 mmhg before the post-implant balloon dilation. The patient's aortic stenosis was a contributing factor to the event.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed as standard for the implanting physician. Subsequently, the valve was deployed at 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A post-implant balloon dilation was performed, during which premature ventricular contractions were occurred. As a result, the valve dislodged to a depth of -40 on both the ncc and lcc. A second valve was implanted in the patient.

Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon dilation was performed as standard for the implanting physician.  Subsequently, the valve was deployed at 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A post-implant balloon dilation was performed, during which premature ventricular contractions were occurred. As a result, the valve dislodged to a depth of -40 on both the ncc and lcc. A second valve was implanted in the patient. Additional information was received that a non-medtronic (savvy) guidewire was used for the procedure. The deployment starting point was mid pigtail catheter. The direction of dislodgement was aortic. A post-implant balloon dilation was performed to reduce the gradient and expand the valve.